Manufacturer narrative:
Tw (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during the branch division phase of the evh procedure the harvester noted that "a lot of smoke" was being generated when the vasoview hemopro 2 tool was activated. The tunnel did not contain a lot of blood or fluid. They attempted to clean the jaws as per the IFU. The tool appeared to be functioning appropriately with branch division and sealing. They decided to open a new vh-4000. The smoking issue was resolved. This hemopro was then used to complete the case. There was a delay in the case. There were no adverse patient effects.

Manufacturer narrative:
Tw (B)(4). Updated field: e3, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, health effect impact code, investigation conclusions), h11 the device was returned to the factory for evaluation on 09/29/2025. An investigation was conducted on 10/02/2025. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. There were no visual defects observed on the intact heater wire or the intact silicone insulation on both the cold and hot jaws. An electrical evaluaiton was conducted. A pre-cautery test was performed per the direction for use (dfu) with a reference cable, adapter, and reference power supply vh-3010 at level 3.0. The device passed the pre-cautery test; it produced visible steam and heat during ten (10) 3-second activations and shut off when the toggle was released. To evaluate the safety shut down system, a polyfuse activation test was performed 5 times over 10 minutes. The device shut off after the period of sustained activation and reactivated after 10-second cooling period with no incident each time. An activation and transection capability test was performed over four (4) repetitions using "max life test method stm2048073. The device successfully transected tissue four (4) times. Excessive smoke was observed during the transection capability test. A loose screw sound was also observed during manipulation of the harvesting device testing. No further testing was conducted due to the sound of a possible loose screw in the harvesting device handle. Based on the returned conditon of the device as well as the evaluation results, the reported failure "environmental particulates- smoke" was confirmed as well as the analyzed failure "noise" . A manufacturing engineering evaluation was conducted. A visual evaluation was performed. Signs of clinical use and evidence of blood was observed. There were no visual defects observed on the intact heater wire or the intact silicone insulation on both the cold and hot jaws. An electrical evaluation was conducted. A pre-cautery test was performed per the direction for use (dfu) with a reference cable, adapter, and reference power supply vh-3010 at level 3.0. The device passed the pre-cautery test; it produced visible steam and heat during ten (10) 3-second activations and shut off when the toggle was released. To evaluate the safety shut down system, a polyfuse activation test was performed 5 times over 10 minutes. The device shut off after the period of sustained activation and reactivated after 10-second cooling period with no incident each time. An activation and transaction capability test was performed over four (4) repetitions using "max life test method stm2048073. The device successfully transected tissue four (4) times. Excessive smoke was observed during the transaction capability test. The reported failure mode "environmental particulates- smoke" was confirmed. During the electrical evaluation a noise was heard that indicated there was something loose within the handle. Next, the complaint vh-4000 hemopro2 tool handle was opened to determine the source of the sound. A plastic piece was removed. The as analyzed failure mode "noise" was confirmed. After opening the handle, it was observed that the clamp, actuator collar (cv000011119) was placed in the incorrect position. The toggle was removed from the handle to expose the handle tabs underneath. One of the internal handle tabs was observed to be missing due to being fractured. The incorrect position of the actuator collar caused the handle tab to fracture and become loose within the handle. In addition, the toggle was observed to be damaged due to the incorrect position. Out of tolerance consideration: a manufacturing issue occurred where the incorrect position of the actuator collar caused the handle tab to fracture and become loose within the handle. This incident took place during positioning of the toggle within the handle per work instruction 90523434 (handle assembly). The shop floor paperwork for the hemopro 2 tool subassembly batches 3000493644 and 3000493693 (material number 90527943-01) was reviewed to identify the equipment used at the handle assembly station. Subsequently, an oot query was performed for the date range from 01-sep-2023 to 24-sep-2025. An analysis was performed, which confirmed that no equipment used in the handle assembly process (work instruction 90523434) was out of tolerance. Based on the manufacturing evaluation results, the reported failure "environmental particulates- smoke" was confirmed as well as the analyzed failure "noise" . The lot # 3000494232 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.